Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon review of fluoroscope result, the left ventricular lead has dislodged. When the physician tried to reposition the lead, the stylet was stuck with the lead. The lead was explanted and a new lead was implanted successfully. The patient was stable throughout the whole event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.